Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer reported that her blood glucose reached 391 mg/dl, and that when she removed the pod, she noticed that the cannula was bent.